Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had frequent no delivery alarm and scratches on the screen which make it hard to see. Customer also reported insulin pump battery die very quickly and do not last for long. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black pump case = ngp customer returned pump for alleged insulin blocked alarm during unknown timing, charge/battery last less than expected, and cosmetic damage located on the lcd window found on (B)(6) 2022. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, and sleep current measurement test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms or unexpected battery alerts were noted during testing. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms or insulin flow blocked alarms were found in the history files or traces on or near the event date. Pump was cut open and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: missing display window/cover, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, scratched case, pillowing keypad overlay, minor scratched lcd window. In summary, insulin blocked alarm during unknown timing and charge/battery last less than expected were not confirmed during testing. Pump passed full dry test and full functional test. No unexpected insulin flow blocked alarms or unexpected battery alerts noted in pump history download. Exposed to moisture confirmed on the force sensor. Cosmetic damage confirmed at the lcd window during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.